Event description:
A voluntary MDR/medwatch report was received on 05/30/2025. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. It was reported via the maude database that an unidentified patient has experienced persistent issues with the dexcom g7 continuous glucose monitoring (cgm) system over an extended period. According to the report on approximately 05/14/2025, the device frequently disconnects, provides inaccurate glucose readings, and fails intermittently leaving the patient without a functioning blood glucose monitor for weeks at a time. The cgm system is integrated with the patient¿s insulin pump (manufacturer unspecified). Due to the transmission of erroneous data from the cgm to the pump, the patient has reportedly suffered severe adverse reactions. These reactions are attributed to incorrect insulin dosing based on faulty glucose readings. Efforts to conduct due diligence were hindered, as the reporter's identity and contact information could not be verified. No data was provided for evaluation. The allegation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5170572.